Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube, and one leaked after being deployed into the aorta. The surgeon stated that there was no problem with the 3rd seal, the seal leaked due to pt's anatomy. A side biter clamp was used the procedure. No pt complications were reported by the hospital. This report is for the third seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product, since the product was not returned to cardiac surgery for eval it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.